Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a retraction problem. It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. Upon deployment of the clip, it was noted the delivery catheter shaft would not release from the clip when attempted. Troubleshooting was performed per instructions for use(IFU), and after approximately ten minutes the clip released. The procedure was successful, and the tr was reduced to grade 3. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported clip deployment difficulty was unable to be determined. It should be noted that the mitraclip instruction for use (IFU) states that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ the reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device code 1494- indication for useh6: device code 1536 (retraction problem) removed.